Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guarding (lg) reported an adverse reaction caused by the pod. The patient was wearing the pod on their left buttocks for approximately 14 hours. The pod was removed due to high blood glucose (bg) levels of 24.3 mmol/l (437.4 mg/dl) and the lg noticed there was a hard, reddish lump with pus oozing from it. The lg administered manual injections to treat the high bg. The pod had been removed on may 26, and the lg called emergency services and was advised going to the (B)(6) emergency room. The following day, (B)(6), the patient was taken to (B)(6) hospital, and the patient was admitted for treatment that same day. The lg stated that the patient showed no symptoms while using the pod. The patient was diagnosed with an infection, but the lg did not mention the name of the infection, only that it was a local infection. The patient is receiving a course of intravenous co-amoxiclav antibiotics. The lg stated that the patient has already completed four courses of antibiotics and that the prior day¿s dose was 774 mg. At the time of contact, the patient was still in the hospital primarily because medications must be administered intravenously.